Event description:
Physician was performing the excision of an anterior - superior, mediastinal mass and noticed that rib was broken. The physician increased the length of incision and smoothed out the rib.